Event description:
It was reported that during the initial implant procedure, no sensing was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to the reported event of loss of sensing. Longevity assessment was performed, and the device was within the normal range of operation with appropriate remaining longevity.